Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. The reported patient effect of stenosis is a known potential patient effect as listed in the supera instructions for use. The investigation was unable to determine a cause for the reported stent fracture and restenosis. It may be possible that severe torquing (material stress/ fatigue) due to repetitive bending of the knee contributed to the fracture; however, this could not be confirmed. The additional therapy/non-surgical treatment and hospitalization are due to operational context of the procedure. There is no indication the issue was caused by, or related to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the popliteal artery. A 6x60mm supera self-expanding stent was implanted on (B)(6) 2017 without issues. On (B)(6) 2018, restenosis was noted in the stent, so an unspecified balloon was used as treatment. On (B)(6) 2020, restenosis was noted, and the stent had fractured into two pieces. An unspecified balloon and a 7x60mm non-abbott stent were used as treatment, and the patient is fine. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.